Event description:
Two boxes of gmv cement were mixed for two minutes in a depuy prism ii cement mixer. Suction was applied. After two minutes, the cement was applied to the sigma cr femur, mbt tray, and patella. A timer was started at the initiation of the mix (when the liquid was applied to the powder). After 40 minutes the residual cement was still not hard and had a flakey texture/ appearance. The remaining cement in the gun was hard, but the surgeon was concerned about what was in the patient. He would like an analysis on the cement that remains to confirm proper setting of the cement.

Manufacturer narrative:
Retained samples of both batches associated with this report were tested to show the product acting as normal with all results within specification. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions about the root cause of the reported event, however, the checklist states the operating theatre was at 60 degrees fahrenheit (16 degrees celsius) which could have an effect on the characteristics of the cement as the optimum temperature for cement handling and setting is 23 degrees. No further information received with this individual complaint to indicate that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.